Event description:
The device was returned for a sensor hardware failure. Upon return, the device was powered on and a cassette was loaded on to the device. No alarms or errors occurred. Multiple different cassettes were loaded on to the device and no alarms or tubing set errors were present. The device was opened to inspect for internal damage and test the set ID. Damage was identified on all four of the screw mounts for the main pcba located on the front housing. The device was put into manufacturing mode to test the set ID sensor. The sensor was able to detect a cassette with air and a cassette with fluid successfully. The device was then put back into clinical mode to run an infusion. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.

Event description:
The following has been reported: biomed reported: cleaned pump, removed all air from lines. Still get air n line message. Pulled logs. Not patient or infusion interference. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.